Event description:
According to the reporter, the new clip appliers jaw could not clip. The clip loaded into the jaw but the jaw did not close. Every time the clip appliers handle was squeezed, the clips fall from the jaw. These clips were replaced by a new clip. There was no damage to patient tissue; however, the clips fell into the patient cavity. The surgeon removed the clips from the patient. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B) (4).